Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2023-51800 it was reported that the patient presented for a follow-up in the clinic with infection at the implanted device pocket site and the skin of the device pocket appeared red and hot to touch. The physician explanted the implantable cardioverter defibrillator (ICD) and the right ventricular lead to resolve the issue. The patient was in stable condition throughout the procedure.